Manufacturer narrative:
Manufacturer's report date: 01/27/2011. (B)(4). The customer reported, the device was discarded. Since the product was discarded, we were unable to perform an investigation, the root cause of customer's experience is unk.

Event description:
During surgery, a crna squeezed the pressure pump of the blood infusion set and the pressure pump separated form the tubing. The separation occurred while the user had the pressure pump in her hand. There was blood exposure but the user did not require any medical treatment. The tubing was discarded by the customer.